Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer inspected the device and verified the alleged condition. The graphical user interface (gui) printed circuit board ( pcb) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator display was distorted. The ventilator was not in use on a patient at the time of the event.